Event description:
Due diligence has been completed. The customer did not return the pump for evaluation. No picture was provided for evaluation. A history of the service records for this device could not be reviewed as no serial number or log files were provided by the customer. A device history review could not be conducted as no serial number or log files were provided by the customer. The reported issue of "tubing set not recognized" cannot be confirmed or refuted. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No further actions required.

Event description:
The following was reported: tubing set not recognized but when another pump was used, there was no issue with the admin set. More information is needed to investigate the complaint.